Event description:
It was reported that stent damage occurred. The 75% stenosed, 35x3.5mm, concentric, de novo, contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending(lad) artery. Following predilation, a 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the target lesion. However, the physician noted that the distal segment of the stent was deformed when the device came in contact with the implanted stent in the distal lad. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. The struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. A visual and tactile examination found no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 35x3.5mm, concentric, de novo, contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left anterior descending(lad) artery. Following predilation, a 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the target lesion. However, the physician noted that the distal segment of the stent was deformed when the device came in contact with the implanted stent in the distal lad. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.